Event description:
The customer reported there was no image on the touchscreen display during the precheck of the device while preparing for an unspecified therapeutic procedure. After a four hour delay, the procedure was completed with the same device. Due to the delay and the unavailability of the subject device, some other procedures at the facility were postponed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Device not returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The reported image failure on the monitor and the front panel touch screen were not reproduced during the device evaluation. A review of the device history record found no deviations that could have caused or contributed these issues. The defective parts that pertained to the image failures were not identified. Therefore, the investigation did not establish root causes for the image issues. Olympus will continue to monitor field performance for this device.